Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The keypad cover was intact. On investigation, the pump powered up with the appropriate audible and vibratory functions. The ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the verify screen was dim and discolored.